Event description:
The manufacturer received information of a patient expiring while using the remstar auto a-flex CPAP device. Although the reported event occurred on (B) (6) 2010, the manufacturer was not notified of the event until (B) (6) 2010. The device has not been returned to the manufacturer for investigation. The manufacturer will submit a follow up report when the investigation is completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.